Manufacturer narrative:
The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved with this complaint failed testing. The meter was found to have pcb contamination. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. 510(k) # is k073231.

Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultralink meter was not powering on. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue began approximately a year ago prior to contacting lfs. The patient mentioned she has not been using the meter since it stopped working. The patient claimed she manages her diabetes with an insulin pump. Despite the alleged issue, the patient stated she continued to administer her usual dose of humalog (dose unknown) insulin 4 times daily. The patient claimed she became weak and developed symptoms of blurry vision 2 or 3 weeks after the alleged issue began. At an unknown date/time, the patient went to see her health care provider (hcp). At the time of the doctor's visit, the patient was tested by the doctor/clinic meter with a result of "346 mg/dl" and was then administered 45 units of insulin (type unknown). At the time of troubleshooting, the cca noted the patient was not a first time user to the meter, there was no misused of the meter, the correct test strips were used, and the meter required no battery replacements. The alleged issue was not resolved since the power button and the test strip insertion per the owner's manual did not turn the meter on. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of hyperglycemia requiring hcp intervention after the alleged meter issue began.